Event description:
A caller reported experiencing a notification related to the minimum fill level of their insulin pump. There was no adverse impact on the customer's blood glucose level as a result of this issue. Although the initial attempt to resolve the problem by reloading the existing cartridge did not succeed, customer technical support instructed the caller on how to clean the pump and assisted in loading a new cartridge. After following the guidance provided, the caller was able to successfully load the cartridge and resume insulin delivery.